Manufacturer narrative:
Tracking number: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure type: transplant. According to the reporter: customer stated that during liver transplant performed on (B)(6) 2014, suture lines vp76x (B)(4) and vp720x (B)(4) were used to stitch blood vessels. Needle breakage occurred to both of them. The vp76x was slipped into the pt's body with out a trace.